Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature depletion. The device was implanted 3.1 years.